Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc freestyle libre sensor fell and he was unable to monitor his blood. Consequently, the customer experienced symptoms of diarrhea and a loss of consciousness. The customer was rushed to the hospital where he was hospitalized for an unspecified time and administered IV and insulin shots (dose unknown) as treatment. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.